Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based information documented by the carefusion field service representative in response to a face to face conversation with a user facility representative and on information provided by the user facility in an email response to an email from carefusion seeking additional information. The carefusion field service representative visited the user facility, evaluated the device, verified the complaint and determined that the cause of the reported event was a malfunctioning user interface module (uim). The carefusion field service representative replaced the user interface module (uim) and ran the device through a complete checkout per the operator's and service manuals to ensure that the device is operating per manufacturer's specifications. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty user interface module (uim) was received into the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the alleged malfunctioning user interface module (uim), verified the complaint and determined that the root cause of the failure of the user interface module (uim) was a malfunctioning control pcba. The alleged faulty control pcba was sent to the carefusion failure analysis lab for further evaluation. Based on the current available information, this is a known issue. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the evaluation reveal that the failure of this control pcba is not associated with the known issue; a follow up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis (fa) lab received an avea pcba control coldfire. Visual inspection found the following components damaged on the pcba: rn157, u511, c101, c813, q805, q806, q1500 and u1506. Per the failure analysis process, no further testing was possible due to the pcba damage and the original complaint "no display" could not be duplicated in the fa lab. The avea pcba control coldfire was scrapped.

Event description:
The following description of the event was documented by the carefusion field service representative in response to a face to face conversation with a user facility representative. "No display not on pt at time of failure". The following additional information concerning the event was copied from an email received from the user facility on (B)(6) 2015 that was in response to an email with attached questionnaire sent by carefusion seeking additional information. "The issue occurred during a checkout procedure so I have no information to add other than what is already presented on the form. I do not know what any of the settings were (see complaint)."